Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and showed 7 lives remaining. The instrument passed the recognition and engagement tests, and it moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument passed the electrical continuity test in both grips. The instrument was fully functional, and no produce issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the movement of the wrist was inconvenient, and a loose cable was observed. The instrument did not experience a loss of cautery, and there was no allegation of arcing. There was non-intuitive or uncontrolled motion. No broken input disks and no misaligned/bent tips were observed. No injury to the patient as a result of the reported failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet.